Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in (B)(4). The manufacturer did not receive explanted devices, x-rays, or other source documents for review. As no lot numbers were provided for the explanted devices, the device history records could not be reviewed. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case closed. (B)(4).

Event description:
It is reported that one year post-op the pt is complaining of pain. Since this time, pt has been sent for aspiration and analysis and was revised. It is also reported that no infection has been noted and the fluid appears consistent with metal-on-metal debris.